Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, implanted: (B)(6) 2013; dtbb1d4 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was programmed off due to the patient experiencing diaphragmatic stimulation. No patient complications have been reported as a result of this event.